Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the up and down buttons got stuck were not functioning properly. Customer mentioned bringing the insulin pump into the foggy bathroom when he showers. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will return the device for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.